Event description:
A cartridge change error was reported with the customer's insulin pump. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer through several troubleshooting steps, including inspecting and cleaning the pump, but the issue was not resolved. Cold insulin use and incorrect air removal during cartridge filling were identified as potential factors, and the customer was educated on proper techniques. Despite these efforts, the problem persisted, leading to the decision to replace the pump and send new cartridges. The customer was informed about returning the faulty pump and setting up the replacement, ensuring uninterrupted insulin delivery in the interim.